Event description:
It was reported that this pacemaker system had an isolated stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 2,000 ohms in this right ventricular (rv) lead. Technical services (ts) discussed programming options and recommended turn off respiratory rate trend (rrt). No adverse patient effects were reported. This product remains in-service.